Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an x-ray sponge. The customer states a thread of the radio opaque material from the sponge separated and remained in the pt after surgery. The pt underwent a vaginal exam under anesthesia to remove the thread. The pt is doing well and no further medical intervention was needed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.